Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2015 with the following findings: investigation revealed corrosion in the battery canister. The battery compartment was cracked and a leak test failed, indicating a battery compartment leak. Upon removal of the pump cover, further moisture ingress was found on the printed circuit board. Unrelated to the original complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.